Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at a sub-acute rehab and had an electrical fault alarm. The staff of the sar called the vad coordinator on call to notify her and while they were on the phone, the alarm escalated to a vad stopped alarm. At that time, the vad coordinator instructed the facility to perform a controller exchange. The patient tolerated the controller exchange well with minimal pump off time. The patient was then transferred back to the implanting center for further evaluation as the site was unaware why the patient experienced the electrical fault. The site sent in log files from the patient's current controller and faulty controller on (B)(6) 2016. Per log file analysis there were 2 vad disconnect alarms have been logged on (B)(4) on (B)(6) @ 1346 and 1352 and 1 vad stopped alarm logged on (B)(4) on (B)(6) @ 1350. 4 electrical fault alarms were logged on (B)(6). Upon inspection of the driveline connector, contamination has been ruled out as the patient has been stable on his back-up controller for more than 48 hours and the patient is 76 days out from implant. A driveline cleaning was not recommended at the time as the risk of pump off time outweighs the benefit of performing a driveline assessment/cleaning. As of (B)(6) 2016, the patient was issued a new controller and controller ac adapter. The patient was discharged to home.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected: model #/lot #. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed 7 electrical fault alarms on the reported event date (B)(6) 2016 commencing at 13:44:16 pm and continue through to 13:52:06 pm. The electrical fault alarms were due to "sys_rear_phase_c_open", "sys_rear_not_connected". A vad disconnect was logged, indicating that the driveline was disconnected, likely during the troubleshooting efforts by the site. Shortly after, a vad stopped alarm was logged, due to a failure of the pump to restart. Analysis revealed that the controller revealed that the unit passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Images provided by the site at the time of the event indicates that contamination was not present inside the driveline connector of the controller. Additionally, the electrical faults did not occur after the controller exchange, possibly ruling out contamination by foreign material or a driveline connector malfunction as the cause of the electrical fault alarm. An internal investigation has been open to evaluate the failures of the pump to restart at the system level (interaction between the pump and peripheral devices). The root cause of the electrical fault alarms can be attributed to an open phase on the rear stator. The vad stopped alarm was due to a failure of the pump to restart after several attempts. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.